Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04207. It was reported the pt had only partial stimulation. X-rays revealed the lead had pulled out of the ipg. The physician replaced the ipg due to possible fluid ingress through the lead port, but used the existing lead. No further pt complications were noted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.